Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, it was reported that the infusion set's tubing came apart at the quick release while the patient was taking down bulbs in his town. The site location was about five inches to the left of navel and the pump was located on far-left side clipped to his belt and it was not stretching the tubing. The infusion had been used for few hours. Reportedly, the infusions were stored in a closet, and had a lot of clothes on and it was cold out and he was reaching, in the past when it stretches the whole silhouette has come out. The pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 300 mg/dl. No further information was available.